Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information indicated that patient's implantable neurostimulator (ins) was given 3 new programs. The patient was very happy with the coverage of pain relief the ins provided for him.

Event description:
It was reported stimulation was uncomfortable in the patient's leg after a total knee replacement. It was noted the patient had stimulation in their leg prior to the knee replacement but it was not painful. The patient had pain in their knee from the replacement and did not have back pain so the patient stopped using the implantable neurostimulator (ins). As the knee pain subsided the patient began to feel the back pain again. When the patient turned the ins back on stimulation was painful in their leg. It was noted as the patient turned stimulation up their legs felt 'spongy.' It was noted the patient had an appointment on (B)(6) 2013 with their health care provider. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.